Manufacturer narrative:
This is a final report. The medical event was related to a delivery issue, therefore no product investigation is required. The date of manufacture is unknown.

Event description:
On (B)(6) 2011 a customer reported due to a delivery issue she did not receive her precision xtra meter and was unable to test. On (B)(6), (B)(6), and (B)(6) 2011 the customer reported she was unwell and experienced symptoms of "shivering, sweating, thirsty and lightheadedness". On (B)(6) 2011 the customer was able to test using her sister's meter, and found that her blood sugar was "very high" (no reading specified). At 8:00 am on (B)(6) the customer determined she needed to go to the hospital. Paramedics were summoned; administered 30 units of insulin and transported the customer to a health care facility. At the health care facility the customer reported diagnoses of hyperglycemia and high blood pressure, and treatment with unspecified blood pressure medication. The customer also reported her doctor modified her insulin dosage to 30 units in the morning and 25 units at night, which was an adjustment to her previous insulin regimen. There was no report of death or permanent injury associated with this case.